Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely in backup vvi mode. The patient was brought into clinic where the device was restored to normal parameters. The patient was stable.